Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was reported that the heater bag had become disconnected from the supply line, which is known to cause the reported alarm. The cause of the disconnection could not be determined from the available information. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during fill one. The patient was connected at the time of the alarm. The patient stated that the heater bag line became disconnected from the heater bag. The technical service representative assisted the patient in clearing the alarm and advised the patient to start over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.